Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Additional 510(k)#s that also apply to this complaint: k160533, k161523.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system catd aspiration catheter (catd) and non-penumbra sheath. During the procedure, the physician inserted the catd through the valve of the sheath using a peel away sheath and completed approximately eight to ten passes using the catd. The physician then removed the catd and noticed a kink approximately two centimeters from the distal end of the catd. It was also reported that the catd was being aggressively torqued, advanced and retracted. The procedure was completed using a cat8 and the same sheath. There was no report of an adverse effect to the patient.